Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 07-feb-2017: the ptc investigation result was provided. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pain and heavy bleeding (interpreted as genital bleeding). Approximately 3 years after insertion the plaintiff underwent bilateral salpingectomy and removal of essure. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported, including nickel allergy. The case was classified as incident because of device removal. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2008 to 2010. Concomitant products included adalimumab (humira), alprazolam (xanax), azithromycin, esomeprazole magnesium (nexium) and oxycodone. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy / allergic reaction / nickel allergy,"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("severe bloating around the abdomen resulting in disfigurement/ extended stomach when back down to normal"), weight increased ("weight gain"), pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, weight increased, migraine, allergy to metals, pain, menorrhagia, hypersensitivity, headache, nausea, tooth disorder, alopecia, abdominal pain upper and back pain outcome was unknown and the abdominal distension, vaginal haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 7 bilaterally with no difficulty in cannulating the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: everything was blocked and it was successful. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, reporter added, patient concomitant and historical drug added, events added as : vaginal hemorrhage, menorrhagia, hypersensitivity, headache, nausea,tooth disorder, dysmenorrhoea, dyspareunia,alopecia, abdominal pain uppar, back pain, vaginal discharge. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, spinal pain and spinal operation. Previously administered products included for birth control: depo-provera from 2008 to 2010. Concurrent conditions included body mass index normal. Concomitant products included adalimumab (humira), alprazolam (xanax), azithromycin, cannabis sativa (marijuana), esomeprazole and oxycodone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy / allergic reaction / nickel allergy"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal,") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), abdominal pain upper ("stomach pain") and back pain ("back pain/ mid back pain"). In 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal distension ("severe bloating around the abdomen resulting in disfigurement/ extended stomach when back down to normal"), pain ("pain"), vaginal discharge ("vaginal discharge") and scar ("extreme amout of scan tissue in my uterus") and was found to have weight increased ("weight gain"). The patient was treated with clobetasol propionate, dexlansoprazole (dexilant), morphine, ondansetron hydrochloride (zofran), topiramate and surgery (bilateral salpingectomy and removal of essure devices in (B)(6) 2016, hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, weight increased, migraine, pain, hypersensitivity, headache, nausea, tooth disorder, alopecia, back pain and scar outcome was unknown and the genital haemorrhage, abdominal pain lower, abdominal distension, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, scar, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 7 bilaterally with no difficulty in cannulating the fallopian tubes ablation performed, procedure could not be completed due to extreme amount of scar tissue in uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received : event "extreme amount of scan tissue in my uterus" medical history, treatment drug, reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: depo-provera from 2008 to 2010. Concomitant products included adalimumab (humira), alprazolam (xanax), azithromycin, esomeprazole magnesium (nexium) and oxycodone. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy / allergic reaction / nickel allergy"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("severe bloating around the abdomen resulting in disfigurement/ extended stomach when back down to normal"), weight increased ("weight gain"), pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices in (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, weight increased, migraine, pain, menorrhagia, hypersensitivity, headache, nausea, tooth disorder, alopecia and back pain outcome was unknown and the genital haemorrhage, abdominal pain lower, abdominal distension, allergy to metals, vaginal haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 7 bilaterally with no difficulty in cannulating the fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received. Event outcome of stomach pain, severe cramping, vaginal discharge, dyspareunia (painful sexual intercourse), nickel allergy / allergic reaction / nickel allergy and heavy bleeding. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included autoimmune disorder, spinal pain and spinal operation. Previously administered products included for birth control: depo-provera from 2008 to 2010. Concomitant products included adalimumab (humira), alprazolam (xanax), azithromycin, cannabis sativa (marijuana), esomeprazole magnesium (nexium) and oxycodone. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy / allergic reaction / nickel allergy"). On 1-jul-2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal,"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced hypersensitivity ("hypersensitivity reaction") with rash. In (B)(6) 2014, the patient experienced migraine ("migraine headaches") and headache ("headaches"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2015, the patient experienced nausea ("nausea") and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("severe bloating around the abdomen resulting in disfigurement/ extended stomach when back down to normal"), pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain upper ("stomach pain"), back pain ("back pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with dexlansoprazole (dexilant), morphine, ondansetron hydrochloride (zofran), topiramate and surgery (bilateral salpingectomy and removal of essure devices in (B)(6) 2016, hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, weight increased, migraine, pain, hypersensitivity, headache, nausea, tooth disorder, alopecia and back pain outcome was unknown and the genital haemorrhage, abdominal pain lower, abdominal distension, allergy to metals, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain upper and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: trailing coils 7 bilaterally with no difficulty in cannulating the fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet received - treatment and concomitant drugs were added. Outcome of event abnormal bleeding (menorrhagia) updated from unknown to recovered / resolved. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel allergy / allergic reaction"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), abdominal distension ("severe bloating around the abdomen resulting in disfigurement"), weight increased ("weight gain"), migraine ("migraine headaches"), rash ("rashes") and pain ("pain"). The patient was treated with surgery (bilateral salpingectomy and removal of essure devices in (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, weight increased, migraine, rash, allergy to metals and pain outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, weight increased, migraine, rash, allergy to metals and pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was coils in proper placement. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and began to experience pelvic pain and heavy bleeding (interpreted as genital bleeding). Approximately 3 years after insertion the plaintiff underwent bilateral salpingectomy and removal of essure. Pelvic pain and genital bleeding, considered serious due to medical significance, are anticipated according to the reference safety information of essure. This report provided limited information, however, as pelvic pain and genital bleeding can occur during the use of essure, and as no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Additional non-serious events were also reported, including nickel allergy. The case was classified as incident because of device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.